Event description:
It was reported during the pt's trial procedure, upon attempting to place the second trial scs lead, the pt experienced nausea and diaphoresis. Subsequently, the procedure was completed with only one trial scs lead and the issue resolved after 15 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.